Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 400 mg/dl due to site issues; the customer's site was bleeding. The customer confirmed that they were inserting their infusion sets properly. Troubleshooting was declined for the high blood glucose. The customer was advised to change their infusion set. The insulin pump was not returned for analysis.